Manufacturer narrative:
Device eval: the device is not expected to be returned for eval/investigation. A follow-up report will be submitted when the eval has been completed. Eval conclusion: a follow-up report will be submitted when the eval has been completed.

Event description:
The catheter sheath separated from the hub during the removal of the device upon completion of a thoracentesis procedure. The catheter remained inside the pt. Pt was taken to surgery to remove the catheter. The device has been turned over to the risk management department and will not be returned for eval. No additional info has been made available at this time.